Event description:
Patient presented with high impedance. X-ray images were reviewed. The generator placement is normal in the upper left chest, and the feedthru wires appear intact. It could not be confirmed if the connector pin is fully inserted. The pin cannot be seen past the second connector block, but this could be due to the angle of the generator in the image. The lead was visualized in the neck and chest. A strain belief bend is present but there is no strain relief loop as specified in labelling. Two tie downs appear to be present but are not placed as per labelling. A portion of the lead is routed behind the generator. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
F10. Adverse event problem; medical device code; h6. Adverse event problem codes investigation findings and conclusion; corrected data; initial MDR inadvertently omitted information known prior to submission.